Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of less than 200 ohms. The impedances had been gradually decreasing for approximately three months. The lead was evaluated and there were no impedance changes or noise produced with patient isometrics or pocket manipulation. The health care professional would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.